Event description:
It was reported that the patient had a fall right after the indirect decompression (ID) spacer implant procedure, which caused the spacer to dislodge. As a result, the patient underwent an explant procedure of the spacer. The device will not be returned for analysis as it was disposed of by the medical facility.

Event description:
It was reported that the patient had a fall right after the indirect decompression (ID) spacer implant procedure, which caused the spacer to dislodge. As a result, the patient underwent an explant procedure of the spacer. The device will not be returned for analysis as it was disposed of by the medical facility. Additional information was received that the patient had symptoms of lower back pain.